Event description:
The customer provided additional information on 16may2022: the event was observed during an arthroscopic surgery. The procedure was therapeutic and completed using the camera head as it was. Pre-use inspection had been carried out and no problem was found at that time.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections a1 and g2 were corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the charge coupled device failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The ccd unit had failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during unspecified timing, the endoscopic image of the subject device sometimes disappeared. The occurrence date of event is unknown. There was no report of patient injury associated with the event.